Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# 0203713035, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (15 mg/ml at a dose of 4 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, a pump replacement was being performed. When the pump pocket was opened, the hcp saw some cerebrospinal fluid (csf) "which was coming out" and afterwards they saw that the pump connector was broken. A visual check was performed as diagnostics/troubleshooting. There were no environmental, external, or patient factors that could have contributed to the event. The pump connector was replaced. It was reported surgical intervention occurred and it was described as "during pump replacement we used a new pump connector." The patient's status was listed as "alive - no injury" and there were no specific patient symptoms.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the pump was provided. The pump replacement was an expected replacement. The surgical intervention that had occurred was described as the pump replacement.

Manufacturer narrative:
Analysis identified an anomaly of the non-sutureless catheter pump connector. During the pressure test on the pump connector and proximal segment, a leak was identified. Upon further visual inspection, the pump connector had a broken/damaged suture ring. (B)(4). If information is provided in the future, a supplemental report will be issued.